Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50 serial #: (B)(4) description: linear st lead, 50cm model #: sc-4318 lot #: 21469248 description: clik x anchor the explanted devices were not returned to bsn as they were discarded by the medical facility. A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the devices was found to be satisfactory.

Event description:
A report was received that the patient had an infection. Symptoms of fever, chills and draining were noted at implant site. The physician did not believe it was device or procedure related but due to facility protocol related. It was unknown if cultures were taken. The patient was prescribed with antibiotics and underwent an explant procedure. No device malfunction was suspected.